Event description:
Report received of an independent change in rate. It was reported that at approximately 1900 channel b of the pump was programmed to deliver 50 gm/500 ml of magnesium sulfate at a rate of 20 ml/hr. At approximately 2200, upon assessment of the pt, channel b was found delivering at a rate of 41.7 ml/hr. There was no reported adverse pt effect and no medical interventions were required. Though requested, no additional info was received.